Manufacturer narrative:
A supplemental report will submitted upon completion of the investigation.

Event description:
It was reported that, "circulating nurse was about to deliver the implant to the sterile field when it was noted that the entire inner packaging construct was crushed and the implant was not sterile."